Event description:
PICC line tubing that attaches at the end of the hub component broke and began leaking profusely. Break in line is not visible to the naked eye. Patient was taken to the or for PICC exchange procedure. Procedure was successful and patient had no complications related to the procedure.PICC lead rn verified the leak by injecting fluid through the line after it had been removed.